Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a pacing impedance measurement greater than 2000 ohms on the atrial channel. Additionally, noise, oversensing and an alert had been generated due to a measurement not produced during automatic threshold testing. A boston scientific technical services consultant discussed the clinical observations and informed the caller that the automatic threshold test is incompatible with the mode the device was in. It was noted that the associated atrial lead was manufactured by a competitor. No adverse patient effects were reported.